Event description:
It was reported that as per the call received it was assess/service returned loaner equipment. Nurse stated they had a patient in normothermia. The patient had reached the target temperature but was then below target and the water temperature was not warm. Nurse stated they had already removed the arctic sun device and were starting therapy on a new device as they speak because they figured it might be a device issue. The first arctic sun device was a loaner. They were swapping new device. Informed nurse without troubleshooting the first device while it was on the patient, they were unable to confirm if it was a device issue or patient related. Discussed with nurse it was possible when the patient¿s temperature dropped below target, the device was doing a controlled rewarm back to target temperature at their programmed rate rather than as fast as possible. Explained the water temperature might not be super warm when slowly rewarming to help prevent the patient from rewarming too quickly. Confirmed they had four pads connected to the device, nurse was unsure which size pads. The target temperature was 37c and patient temperature was 33.9c. Nurse stated water temperature on new device was also dropping and water temperature was 20.4c. Nurse stopped therapy and turned device off. Explained without the device on, they were unable to troubleshoot and determine why the water temperature was dropping. Nurse stated at that time the provider wants to leave the device off because of the patient¿s heart rate and hemodynamic stability. Informed nurse if they decide to restart therapy later, they could call back for them to look at the diagnostics if they would like. Nurse asked if there was anyone who could come out and troubleshoot the device. Explained they were not able to troubleshoot in person. They would forward that to their officials and see if they were able to assist. Informed nurse they could download the case data to review from the primary device they were using to see what might had caused the patients drop in temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per the call received it was assess/service returned loaner equipment. Nurse stated they had a patient in normothermia. The patient had reached the target temperature but was then below target and the water temperature was not warm. Nurse stated they had already removed the arctic sun device and were starting therapy on a new device as they speak because they figured it might be a device issue. The first arctic sun device was a loaner. They were swapping to a new device. Informed nurse without troubleshooting the first device while it was on the patient, they were unable to confirm if it was a device issue or patient related. Discussed with nurse it was possible when the patient¿s temperature dropped below target, the device was doing a controlled rewarm back to target temperature at their programmed rate rather than as fast as possible. Explained the water temperature might not be super warm when slowly rewarming to help prevent the patient from rewarming too quickly. Confirmed they had four pads connected to the device; nurse was unsure which size pads. The targeted temperature was 37c and patient temperature was 33.9c. Nurse stated water temperature on new device was also dropping and water temperature was 20.4c. Nurse stopped therapy and turned device off. Explained without the device on, they were unable to troubleshoot and determine why the water temperature was dropping. Nurse stated at that time the provider wants to leave the device off because of the patient¿s heart rate and hemodynamic stability. Informed nurse if they decide to restart therapy later, they could call back for them to look at the diagnostics if they would like. Nurse asked if there was anyone who could come out and troubleshoot the device. Explained they were not able troubleshoot in person. They would forward that to their officials and see if they were able to assist however, they were unsure if they were in the area and when they would be able to get there. Informed nurse they could download the case data to review from the primary device they were using to see what might had caused the patients drop in temperature.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that as per the call received it was assess/service returned loaner equipment. Nurse stated they had a patient in normothermia. The patient had reached the target temperature but was then below target and the water temperature was not warm. Nurse stated they had already removed the arctic sun device and were starting therapy on a new device as they speak because they figured it might be a device issue. The first arctic sun device was a loaner. They were swapping to a new device. Informed nurse without troubleshooting the first device while it was on the patient, they were unable to confirm if it was a device issue or patient related. Discussed with nurse it was possible when the patient¿s temperature dropped below target, the device was doing a controlled rewarm back to target temperature at their programmed rate rather than as fast as possible. Explained the water temperature might not be super warm when slowly rewarming to help prevent the patient from rewarming too quickly. Confirmed they had four pads connected to the device; nurse was unsure which size pads. The targeted temperature was 37c and patient temperature was 33.9c. Nurse stated water temperature on new device was also dropping and water temperature was 20.4c. Nurse stopped therapy and turned device off. Explained without the device on, they were unable to troubleshoot and determine why the water temperature was dropping. Nurse stated at that time the provider wants to leave the device off because of the patient¿s heart rate and hemodynamic stability. Informed nurse if they decide to restart therapy later, they could call back for them to look at the diagnostics if they would like. Nurse asked if there was anyone who could come out and troubleshoot the device. Explained they were not able troubleshoot in person. They would forward that to their officials and see if they were able to assist however, they were unsure if they were in the area and when they would be able to get there. Informed nurse they could download the case data to review from the primary device they were using to see what might had caused the patients drop in temperature.